Manufacturer narrative:
One 8mmx25mm biorci ha screw was returned for evaluation. Visual assessment of the screws confirmed the reported breakage. The screw was returned in seven pieces of varying sizes. Dimensional assessment of the screws is prohibitive. The condition of the screw indicates it was subjected to excessive force during insertion. Further investigation is not warranted at this time.

Event description:
It was reported that during crossed ligament reconstruction surgery, the screw of device broke but broken pieces were removed from the patient. The procedure was successfully completed with no significant delay using a back-up device. No patient injury or other complications were reported.

Event description:
It was reported that during a procedure, the screw of device broken. Backup device was available. No significant delay was reported and no patient injuries were reported.